Manufacturer narrative:
A ge service representative performed an onsite investigation. The image memory was emptied, the connections were cleaned, and the supply cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor would not display an image. No pt injury was reported.